Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she is receiving a blood glucose level of over 600 mg/dl. Customer treated the high blood glucose with a manual injection of insulin. Customer alleges having experienced elevated blood glucose for several days. Customer reports vomiting as a symptom of the high blood glucose. Customer alleges under delivery of insulin from her insulin pump. Customer reports exposing her insulin pump to an x-ray machine. Customer was able to troubleshoot during the call. Customer reported a bent infusion set cannula on her infusion set. The infusion set is expected to be returned for analysis.

Manufacturer narrative:
Concomitant products has been added.